Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "high". A specific bg value was not provided. Cause was unknown. In an attempt to treat bg prior to ER, the customer delivered a correction bolus. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. At the time of call with customer technical support, the customer had not yet been discharged however, issue was resolved.